Event description:
Same case as user facility medwatch #(B)(4). It was reported that during a stenting treatment procedure, a stent dislodged. Following successful angioplasty of the posterior descending artery, the procedure treated the 70% stenosed target lesion located in the proximal right coronary artery (rca). Pre-dilation was performed with a 3x12mm unspecified balloon and a 3.5x16mm veriflex bare-metal stent was deployed. It was noted that one stent embolized in the distal portion of the rca. The patient was brought back to cath lab suite. Selective angiography confirmed embolization of the undeployed stent at the distal portion of the rca. Another bare-metal stent 3.5 x 12 was deployed across the proximal portion of the vessel. Post dilatation of both stents was then performed with 3.25 x 8.0mm non-compliant balloon resulting in 0% residual stenosis. The patient was discharged the next day. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).